Event description:
It was reported through a clinic note dated (B)(6) 2011 that a vns patient experienced an increase in seizures due to unknown reason. The notes indicated the patient seemed depressed because of the increase in seizures and according to patient; she was being compliant with medication. Follow-up was made with the treating physician who indicated the cause of the increase in seizures and relationship to vns was unknown. The treating nurse did not know if the increase was above or below pre-vns levels. At the moment, the physician has the patient scheduled to have vns replaced due to end of service, but no date has been set yet as the patient seems to be incompliant with office visits. Review of inhouse programming history indicated the last known good diagnostics were from (B)(4) 2008 and were ok/ok/2/no on systems

Event description:
In the previous clinic notes dated (B)(6) 2011, the patient presented still having recurrent seizures. She averaged about two or three seizures per month at that time. The patient's device was reported to be functioning properly. The patient was getting a subtherapeutic dose of carbatrol. It was noted that she was getting close to a generator replacement since the device had been implanted for over 10 yeras, but it seemed to be functioning well. It was reported that the patient had prophylactic generator replacement surgery on (B)(6) 2012. Diagnostics following implant were within normal limits, and the patient's programming settings were programmed. The generator was received by the manufacturer, however product analysis has not been completed to date.

Event description:
Product analysis for the explanted generator was completed. In the lab, the device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found with the generator.

Manufacturer narrative:
Age at time of event, corrected data: the supplemental report inadvertently reported the incorrect patient age at the time of the event. Date of event, corrected data: the initial report inadvertently did not report the date of increase in seizures accurately.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the patient's age at the time of the event incorrectly. Describe event or problem, corrected data: the initial report did not include the patient's seizure activity as documented on (B)(6) 2011, for reference. Occupation, corrected data: the initial report inadvertently did not report the initial reporter's occupation type. Device manufacture date, corrected data: the initial report inadvertently did not include the full date.